Event description:
During an ablation procedure, the generator would not start due to an error message. A repeated system disc error was displayed and would not cease after restarting the generator. The procedure was cancelled. There were no patient consequences.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the cause for the reported boot up issue was due to a non-functioning compact flash card. The card was replaced and the device functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.